Event description:
Additional information received from the patient reported she had notified her physician about the reported event of zapping/shocking, no steps had been taken to resolve the event, and it had not been resolved.. Information received from the manufacturer representative reported no intervention was necessary, therapy was still working well for the patient if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n492972, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
The patient reported that she felt "zapping" sensations, intermittently, which would happen in any body position. Stimulation did not change with positional movements. There have been no trauma or falls. The patient checked her device with her patient programmer (pp) and it showed the stimulation was off. It was further stated that the stimulation was off "but its zapping my butt." This has been happening since implant. It will "zap me periodically and it doesn't matter if I'm sitting or standing or anything." A week later it was reported that the patient was getting a shooting pain at the implantable neurostimulator (ins) site. It felt like a jolting electrical shock at the pocket site; this occurs every 7-10 days and since implant. This was not related to positional movement. Impedances were run at 0.7v and all references were between 800-1100ohms. Group a +-- on 567 pw: 450us rate: 60hz amp: 3.7v group impedance: 757ohms. The patient was getting good coverage and stimulation. There wasn't problem outside of the occasional pain at the ins site. There was not any redness or swelling in pocket area but the patient did state that she gets burned when charging. The patient doesn't apply strong pressure to the antenna when charging. There was no report of seeing the antenna temp warning during any charging sessions. This occurs when the stimulation was off and on. The indication for use included spinal pain. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the patient via the manufacturer's representative confirmed that the patient had a burning/shocking sensation when charging their ins. The patient also noted a "zapping" sensation when the device was on or off. This zapping sensation was separate from the charging issue and would radiate from the device pocket into the buttock area. The issue was noticed immediately after the first charging session following initial implant of the ins in (B)(6) 2014. It was unknown what diagnostics/troubleshooting or interventions were taken for the issue. The ins was explanted and replaced. The patient status at the time of this report was noted as "alive -no injury". If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the returned neurostimulator model 97714 serial #(B)(4) showed there was a punchout hole in the set screw grommet over the 8-15 port. A heat test performed and no anomalies were observed. There were no anomalies or differences that could explain the overheating complaint. There was no evidence that suggests the device behaved differently than a control device. No abnormal hot spots were observed and thermocouple data closely matched the control data. It was noted that the impedance on circuit #8 was <(><<)>40k. Good, stable output was seen on electrode pairs. The adaptive stimulation feature functioned as programmed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient's physician wanted to replace the device. Additional information received from the rep reported that the patient was claiming that the implantable neurostimulator (ins) was zipping her at the pocket site with stimulation on/off. Stimulation was covering the appropriate location of her back and left leg, but was also feeling stimulation on the right leg, of which the patient did not mind. Diagnostic testing was performed and the device appeared to be functioning normally. The physician thought there was something wrong with the device system and was requesting a full refund. This was noted to be sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.